Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an atrial fibrillation ablation procedure, two farawave catheters and versacross connect access solutionwere used. During procedure, when using the guidewire to cannulate the left inferior pulmonary vein, the physician was having difficulty moving the non-boston scientific guidewire in and out of the farawave catheter. On the non-boston scientific mapping system, the guidewire was not visualizing appropriately as well. The physician tried to replace the guide wire with a new non-boston scientific guidewire. After replacing the guidewire, the physician was still having the same issue so the next step was replacing the catheter. When the first farawave catheter was removed from the body with the new non-boston scientific wire, there were no visible issues with the catheter or guidewire. The farawave catheter (upn m004pf41m431, lot: 38832014) was replaced with a farawave catheter with the same upn and lot number. Because the second non-boston scientific wire had no visible issues, this was used with the new farawave catheter. Upon cannulating the left inferior pulmonary vein again, the same issue arose. The guidewire became stuck in tissue, and the physician was unable to move the guidewire forward or backward. The physician was able to move the whole farawave system, forward and backward slightly and the guidewire moved locations on fluoroscopy. The physician was able to undeploy the catheter to a neutral position and pull the whole system out of the body. When out of the body, there was visible tissue stuck between the guidewire and the tip of the catheter. The physician was able to remove the tissue and removed the guidewire from the catheter. The guidewire has a visible break in it at the location where the tissue was trapped between it and the catheter tip. The physician flushed the farawave catheter, and no other tissue came out of the catheter. She chose to use another brand of non-boston scientific guidewire for the rest of the case and the same farawave catheter. The rest of the case went smoothly using the amplatz guidewire. Using the amplatz guidewire also fixed the visualization issues on the non-boston scientific mapping system. There were no other patient complications.